Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15855. The patient presented in clinic with pectoral stimulation. It is unknown if this was a result of the suspected insulation damage on the right ventricular (rv) lead or a header anomaly on the device. The device was reprogrammed and a revision procedure is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.